Manufacturer narrative:
Per philips authorized repair technician the customer complaint could not be confirmed. Unable to duplicate problem, unit ran in work bench for 24 hrs. Without any problems however the following were found in error logs: auxiliary alarm supply failed, 35 v supply failed, backup alarm failed. Also, unit had cracked cover and was missing the bottom feet. To address the failure errors the following were replaced central processing unit printed circuit board assembly (cpu pcba) , power management printed circuit board assembly (pm pcba), motor controller printed circuit board assembly (mc pcba), and power supply printed circuit board assembly (pcba). Also replaced: top cover, front panel assembly , foot kit, power management (pm) annual kit. The unit has been returned clinical use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 21 feb 2020. Cpu (pcba,cirrus processor, maui), pm (assy,pcb,pwr mgmt,v8000), mc (assy, pcb, mtr ctrlr, v8000) and 24v power supply (assy, power supply, v8000) were received by the failure investigation laboratory on 20 jan 2020. Upon evaluation, the customer complaint verified. Root cause was due to failure of u42 in the pm board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30oct2019.

Event description:
Customer reports that the unit was on patient and the unit locked up and stopped giving breaths. The patient was resuscitated and vent was changed out. No patient harm.